Manufacturer narrative:
The facilities biomedical technician replaced the brake detent to repair the bed. Mod 373 is a field corrective action which replaces the brake detect mechanism and adjusts all four casters of the affinity 4 birthing bed. This failure occurred following the correction of this unit.

Event description:
The account alleged the brake pedal will "pop" out of the set brake position.